Event description:
It was reported that the patient had a floating lead wire in his neck that was not anchored so that he could move his neck to try and get coverage. It was noted that the stimulation changed 2-3 months prior to the report where the patient had to practically break his neck to try and move it to the right position to get stimulation for his left shoulder, arm and neck. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).